Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni. Device code - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 3 of 6 mdrs filed for the same patient (reference 1825034-2016-00668 / 00669 / 01848 / 01849 / 01852 / 01853).

Event description:
It was reported that patient underwent multiple hip revision procedures due to dislocation.